Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse confirmed a leak coming from the bottom of vc37 (foam trap). The fse cleaned and replaced the vc37 and also replaced tubing at vc347. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode was related to the tubing at vc37. (B)(4).

Event description:
The customer reported to beckman coulter that a few drops of diluent was leaking from under the coulter lh 750 hematology analyzer while running patient samples. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat, eye goggles and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.